Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device underwent a partial excision of this mesh, approximately (3 cm portion) and cystoscopy. Intraoperative findings: confirmed 3 cm area of aris extrusion/exposure, complete aris extrusion in midline through vaginal epithelium with re-epithelization of the vagina underneath it, only connection of aris to the vagina was in bilateral anterior sulcus.